Manufacturer narrative:
The device was returned therefore d9 was updated.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low purge flow. The purge cassette was changed with no improvement. Tissue plasminogen activator was added. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. The cause of the high purge pressure could not be determined as no logs or insufficient products were returned.